Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of a thoracic aorta aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag/ac). A gore® dryseal flex introducer sheath (dsf) was used for access. When the dsf sheath was inserted into the left femoral artery, resistance was felt. Reportedly, there was stenosis at the left external iliac artery. A dissection at the left external iliac artery was observed on the intra-operative angiography. A bare metal stent (terumo misago®) was implanted to treat the dissection. The ctag/ac moved approximately 2mm distally while deployment, but no further treatment was performed. The patient tolerated the procedure.